Event description:
It was reported that the patient visited the hospital due to an audible alert. Noise was noted on the diagnostic data. Detection was turned off and the patient became hospitalized for a new lead addition operation. The reported lead was left in body. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.